Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to detect the attached pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was received at zoll medical canada for evaluation. The customer's report was not replicated or confirmed. The device passed all testing without duplicating the report. Visual inspection observed signs consistent with fretting. The defib receptacle was replaced as a pre-caution. The device was recertified and returned to the customer. The device logs were unavailable for review. Analysis of reports of this type has not identified an increase in trend.